Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. It was noticed that the lower button of the handset was intact but indented. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Resident was successfully transferred from wheelchair to bed using the maxi sky 600. The psw commented that when lowering, the speed of the spreader bar appeared much slower then normal. The resident in bed, the sling was unhooked rom spreader bar. One psw pressed on return to charge but motor had no reaction, so the right button was pressed to return motor to charging station. Psw is unsure if motor actually went into charging station. At this time, psws rolled resident, started doing care, and noticed that spreader bar was coming down by itself. Psw pressed return to charge button and nothing happened, so she pressed up button and continued care on resident. The cares were finished for the resident when the spreader bar went to the floor and then stopped. The spreader bar started to raise on its won and hooked on to bed frame. Staff tried to pull 2 times the red emergency pull cord but spreader bar continued to raise. The 2 psws held resident to prevent her from falling out of bed. The bed was raised to a 45 degree angle and the motor stopped. Once additional staffs were called for help, the strap was cut with scissors and bed dropped to the ground. No injuries were sustained by either the resident or staffs.